Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was damaged and in poor physical condition. The device event log was unable to be downloaded. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. The error code was caused by an issue with the processor on the circuit board. The circuit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.